Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number was unable to be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a repeat procedure for atypical atrial flutter, an air embolus occurred resulting in st elevation, heart block, and short cardiac arrest which required pacing and atropine administration to stabilize the patient. Transseptal puncture was performed using an agilis introducer and brk1 needle. Double access to the left atrium was done with a tactiflex se ablation catheter beside the introducer through the same puncture site. Mapping was done and confirmed peri-mitral flutter. The ablation catheter was used to draw anterior line, but residual gap was noted in the anterior line. The mapping catheter was exchanged with the ablation catheter in the sheath. All routine precautions like slow withdrawal and continuous high flow flushing of the sheath were taken during the exchange. Immediately after the exchange, st segment elevation in the inferior leads was noted and an aggravating av block until complete heart block was observed. Air embolism into the right coronary artery was suspected so the cs catheter was moved into the right ventricle and rapid ventricular pacing was performed to allow for fast air removal of the coronary artery. After approximately 30 seconds, av conduction recovered and after in total ca. 5 minutes, st segments returned to baseline. Blood pressure and o2 saturation were never impaired. No imaging was done to confirm air embolus, diagnosis was based on clinical signs, symptoms, and sequence of events. The physician believes the air embolism was caused by inadvertent air introduction into the sheath during catheter exchange despite all protective measures taken as described in the standard operating procedure of the site. There were no reported performance issues with any abbott device.